Manufacturer narrative:
Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act and up arrow buttons seem to be sticking and causing an issue. Customer stated that the buttons are unresponsive. Customer also stated that the insulin pump may be exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 117 mg/dl. No further information reported.